Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the customer reported complaint of "during the procedure, non-intuitive movement of the maryland bipolar forceps is observed, surgeon reports movements involuntary of it" was confirmed. The instrument was found to have a loose pitch cable with no visibly broken cable at the wrist. The pitch input spun with a delayed corresponding output motion at the distal end suggesting a failure at the back-end. The housing was removed and the pitch cable was found to be loose at the clamping pulley. As a result, intuitive motion was not being experienced at the wrist as it was delayed. Failure analysis found the primary failure of a loose pitch cable at the proximal end of the instrument to be related to the customer reported complaint. Loose cables are attributed to a loss of cable tension. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. A backup instrument was used to complete the case. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the maryland bipolar instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-intuitive movement of the maryland bipolar forceps instrument was observed, the surgeon reports movements involuntary of it. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.